Manufacturer narrative:
No further details about how the flow was measured has been provided. Based on the current level of information, the specific root cause of the event cannot be determined, however, considering similar issues reported by other customers the most likely root cause are improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); or a missed gas blender warm-up phase (user error); or defective gas blender's component (gas mass flow controller). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that an electronic gas blender did not get sufficient flow: flowing 10 liters and only getting 2. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in stuart, florida. The defective unit was replaced with a new one, shipped directly from livanova to the customer and installed by the chief perfusion of the hospital. After follow-up with the customer, livanova was informed that the unit is working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.